Event description:
A patient service representative (psr) contacted zoll customer support while fitting a (B)(6) female patient to report that she was unable to baseline the patient. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot baseline patient) has been confirmed. As received, the rear therapy electrode and all ECG electrodes were showing falloff. Upon evaluation, the drive ground resistor r781 was open, allowing for excessive noise in the ECG signal. The cause of the inability to baseline is the lack of driven ground signal. The cause for the lack of drive ground signal is the open resistor r781. The root cause for the open resistor cannot be positively identified. No adverse event resulted from the open resistor. The patient was fit with a replacement monitor.